Event description:
It was reported that the patient experienced episodes of lower back pain, increased spasticity and headache beginning (B)(6) 2011 following a pump implant on (B)(6) 2011. The patient complained of pain in the area close to the surgical wound in the back as well as throughout the entire back region. Per the doctor, the cause of the back pain could have been connected to the surgery, but there was no infection so it could have been a crps condition. No catheter dislodgement or kinking was detected from x-ray imaging. Per the doctor, it may have been the case that the increased spasticity was triggered by the pain. When the pain would subside, the spasticity would also subside. Another possibility was that the pain was caused by increased spasticity due to the failure in gabalon delivery on the back of a problem with the catheter. On account of the back pain and the increased spasticity, the suspicion was that leakage from the sleeve or indeed other issues, such as a catheter fracture, had materialized, hence the dosage was reduced. Several dose adjustments were made, and the patient was given oral medication. On (B)(6) 2011, it was reported that around mid-day the patient's pain in the lower back had worsened and was accompanied by spasticity that had increased markedly. A catheter contrast study, rotor study, and CT examination were performed. The doctor stated that it was possible to aspirate 2ml from the catheter access port (cap) without any resistance and it was similarly possible to inject contrast agent without any resistance. The condition of the pump was normal. No catheter fracture or migration was evident. From the CT imaging, however, it was noticeable that the contrast agent had only travelled as far as the area around the spinal cord; hence the catheter tip may have dislodged and strayed beneath the dura; however, this was not confirmed. The decision was made to increase the dosage and observe the course of the treatment. On (B)(6), the patient experienced cephalalgia and the lower back pain gradually improved to a higher degree. On (B)(6) the patient's spasticity had stabilized and the drugs seemed to be effective; however, the cause of the back pain was still unclear. On (B)(6), increased lower back pain appeared again and the patient was given neurotropin and the patient gradually recovered. On (B)(6), the patient experienced mild nausea. The patient was given gabapentin and was noted to have been recovering gradually. On (B)(6), the patient progressed favorably and the spasticity was well-controlled. The patient was reported to have recovered from the back pain, increased spasticity, cephalalgia and nausea on (B)(6). The cause of the event was unclear; however, it was suspected to be related to the implant surgery. The device system delivered gabalon (baclofen).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).